Event description:
It was reported that 8110 syringe pump was affected by plastics recall. There was no reported patient involvement.

Manufacturer narrative:
Correction: device eval by manufacturer?, reason code for no evaluation. Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?,if other specify, imdrf annex a, g, b, c and d grids and manufacturer narrative. Omit: a050701 - failure to align (2522), g0405203 - clamp, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : see manufacturer narrative.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that 8110 syringe pump was affected by plastics recall. There was no reported patient involvement.

Event description:
It was reported that 8110 syringe pump was affected by plastics recall and displayed an error code 354.6770. There was no reported patient involvement.